Event description:
It was reported by the affiliate that as the physician pulled back a .018 sv short pgw wire after attempts were made to pass the occlusion, the distal part of the wire disconnected from the wire and remained in the patient's anterior tibial artery. The physician made an unsuccessful attempt to snare the part out. The patient was moved to the or where they eventually stented the anterior tibial artery to push the remaining wire to the extra lumina and prevent migration. The patient was discharged home. The device will not be returned for analysis as it was discarded. The patient was treated the previous day to dissolve a thrombus through thrombolysis with urokinase. This procedure the physician tried to open a totally occluded anterior tibial artery (occluded since the patient was last treated three months ago). The lesion was mild to moderately calcified and mildly tortuous. The physician used a .025 terumo guidewire and placed it in the proximal anterior tibial artery over the wire. He placed a 4f mpa catheter and then changed the wire to the sv; he made attempts to pass the occlusion ¿ no excessive force used (he was uncertain regarding the location of the wire ¿ intimal or subintimal). As he pulled the wire back, the distal part of the wire disconnected from the wire and remained in the patient's anterior tibial artery. "The patient has an idev supera stent in the popliteal artery but according to the physician, the wire was advanced in the catheter at all times and could not get hanged on the stent struts." The wire was not removed from the dispenser by the distal floppy end. The wire was not kinked/damaged in any way prior to insertion into the patient. The wire was no re-shaped by the user. A ¿drilling¿ or ¿jack-hammer¿ technique was not utilized to recannulize the vessel. The wire tip was visible on fluoroscopy throughout the procedure. The device did not kink during use. The wire did not become fixed or caught at any time prior to the event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as the physician pulled back the wire after attempts were made to pass the occlusion, the distal part of the wire disconnected and remained in the patient's anterior tibial artery. The physician made an unsuccessful attempt to snare the piece out. The patient was moved to the or where they eventually placed a stent in the anterior tibial artery to trap the piece against eh vessel wall and prevent migration. The patient was discharged home without reported injury. The previous day the patient was treated with urokinase to dissolve a thrombus in the attempt to open a totally occluded anterior tibial artery (occluded since the patient was last treated three months ago). The lesion was mild to moderately calcified and mildly tortuous. The physician used a .025 terumo guidewire and placed it in the proximal anterior tibial artery. Over the wire he placed a 4f mpa catheter and then changed the wire to the sv; he made attempts to pass the occlusion ¿ no excessive force used (he was uncertain regarding the location of the wire ¿ intimal or subintimal). As he pulled the wire back, the distal part of the wire disconnected from the wire and remained in the patient's anterior tibial artery. "The patient has an idev supera stent in the popliteal artery but according to the physician, the wire was advanced in the catheter at all times and could not get hung up on the stent struts." The wire was not removed from the dispenser by the distal floppy end. The wire was not kinked/damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. A ¿drilling¿ or ¿jack-hammer¿ technique was not utilized to recanalize the vessel. The wire tip was visible on fluoroscopy throughout the procedure. The device did not kink during use. The wire did not become fixed or caught at any time prior to the event. The product was not returned for evaluation. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10312782. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.